Event description:
A malfunction was reported on a customer's pump. It was unclear whether there was any impact on the customer's blood glucose level, as the caller declined to provide specific details. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.